Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep replaced the remote user interface. The sys was tested and found to be working as intended and put back in svc.

Event description:
The customer reported that the system would display a motion error message during a procedure. No pt injury was reported.